Event description:
It was reported that during a supply change the user experienced resistance while transferring insulin into the cartridge, then removed the un-rewound cartridge and observed insulin leakage inside the ilet; the user attempted priming up to 60 units without visible drops and subsequently performed a full supply change with guidance, after which insulin delivery resumed and blood glucose was 197 mg/dl. Customer care provided support that included guided troubleshooting on proper supply change procedures, including rewinding prior to cartridge removal and completing a full supply change. Investigation of this case revealed a leaking insulin cartridge and improper sequence of steps during the supply change, with priming failure prior to correction. Clinical symptoms included dry mouth associated with hyperglycemia reported. Outcomes included recovery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling associated with cartridge fill resistance and failure to rewind before removal.